Manufacturer narrative:
Device malfunction is suspected, but did not cause a death.

Event description:
Reporter indicated experiencing worsening depression. Additionally, the pt is not feeling stimulation nor experiencing voice alteration that is usually associated with stimulation. Follow-up with the treating physician revealed the pt had high lead impedance on the most recent diagnostic testing. Good faith attempts to obtain add'l info are being made, but have been unsuccessful to date.